Manufacturer narrative:
One sample model 2426-0007, lot 25019120 was returned for investigation. The set was examined for defects and abnormalities. The top of the pumping segment was not fully attached to the ring retainer. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between silicone tubing and upper fitment is related to issues with the flow stop machines. A corrective maintenance of the flow stop machine was carried out on january 16th, 2025. Some parts were replaced, and the razors were replaced to fix the machine. The sku reported on this complaint is not planned to be produced at hmo site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing is not connected to blue connector that goes in alaris tubing.